Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. Date of event: unknown, as the date incident occurred was not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Reporter telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.¿ attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a scratch in the center of the intraocular lens (iol), model number dcb00. No patient injury was reported. Through follow up it was confirmed that the event had no impact on the patient and no additional information is available.